Manufacturer narrative:
The field complaints of device reset, communication anomaly, and data anomaly were not confirmed. The device was received from the field in normal working conditions with battery voltage at elective replacement level. The device was evaluated under electrical and mechanical conditions and interrogated multiple times during the analysis. The results indicated normal functionality. Telemetry test results under field settings were normal. The total projected longevity based on nominal settings exceeded the projected longevity and is considered normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Prior to device replacement due to normal battery depletion, the device could not be interrogated. The device was found in back-up mode and an error message was observed. Abbott technical support was contacted and confirmed that the device was at its elective replacement indicator (eri), not at end of life (eol). The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.